Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2016 for a left femur fracture due to non-union. The original surgery occurred on (B)(6) 2012 and an intra-medullary (im) nail construct was implanted. All nail construct components were removed intact with no allegation of deficiency. There were no reports of breakage or migration for any of the implants. The patient was revised to a new im nail with bone grafting. No surgical delay or additional intervention was reported. The cause and timeframe of the nonunion are unknown. There were no malfunctions with any of the devices, all hardware was removed intact with no problems. Surgeon is satisfied with the patient outcome, there was no surgical delay and the revision surgery was successfully completed. This complaint involves 3 devices. This report is 2 of 3 for (B)(4).